Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose level. Reportedly, the continuous glucose monitor read "high", however, a bg value was not provided. The cause for the reported issue was unknown. The customer administered a manual insulin injection to address the elevated bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.